Event description:
This x-ray system lost fluoroscopy.

Manufacturer narrative:
(Conclusions) - the replacement of interface circuit board resolved the problem. The review of the failure rate of this board shows no trend for any required field action.